Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump was under delivering insulin and the blood glucose was high as 459 mg/dl. The customer¿s blood glucose level was 256 mg/dl. The customer was treated with a pump. The customer states the battery was low so she went to change it, but she states she put 2 new batteries, but the pump is not turning on, however the display returned after pump restarts. The customer also states she lost her belt clip. The customer declined troubleshoot for high blood glucose. The insulin pump will not be returned for analysis.